Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure, when the device had just started being used, the device teflon pad was observed to be loose and moving. The procedure was completed with another similar device. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h6, and h10. The exact cause of the event could not be exclusively identified. However based on the past investigation results, it is likely the peeling of the tissue pad occurred by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away.

Manufacturer narrative:
Device has been returned and evaluated. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device actual lot number is kr179190; lot number kr179412 is device package lot number. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. The user's complaint was confirmed in the device evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe teflon pad (tissue pad) was inspected and found it is partially separated from the jaw exposing metal. Additionally, there is a cut on the teflon pad, and burn marks; no missing pieces. The distal end of the device was inspected under a microscope and charring and tissue buildup throughout the probe unit was observed. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Evaluation is ongoing. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
Addendum apr 15, 2022: procedure is therapeutic total laparoscopic hysterectomy with bilateral salpingectomy. Event occurred in the middle of the procedure when the doctor was performing seal and cut function with the default setting of seal 1, seal and cut 2. There a minimal delay of five minutes in the completion of the procedure. The patient did not need to be given additional anesthesia. The device was inspected before use with no anomalies noted. The connection points to the generator were inspected. There was no cable damage. The thunderbeat transducer cord was not bundled with any other cords.